Event description:
It was reported that when using the bd pyxis¿ es server, critical notice of patient information and pharmacy order were delayed or down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient information was delayed. A technical support specialist found that the carefusion coordination engine service kept crashing due to the ntdll.dll module and added recovery options to the carefusion coordination engine services and then reached out to the customer to confirm that the issue was resolved and to provide a summary of the actions taken to fix the problem. The system functioned as intended after the technical support specialist troubleshot the issue.